Manufacturer narrative:
Eval results: blade section has cracked at pins due to tolerance issues.

Event description:
The tip of this blade broke during an intubation procedure. According to the biomedical technician, the pt was unharmed. The anesthesiologist reported that he did not drop it prior to the procedure, nor did he notice any cracks or other defects. During the intubation, he noticed there was no light; he pulled it out, and the tip was hanging in the pt. He was able to remove it, and pt was fine.